Event description:
The customer reported no value results for all cortisol specimens analyzed involving unicel dxc 600i synchron access clinical system. Through troubleshooting, it was determined the customer had incorrectly loaded and scanned the reagent packs into the system. The customer stated slot # 8 contained beta human chorionic gonadotrophin (bhcg) reagent pack instead of cortisol reagent pack. The customer stated no erroneous results were generated. Customer technical support (cts) had the customer verify the instrument's reagent storage inventory by manually checking the physical location of the reagent packs versus what was listed in the software. Cts had the customer remove the incorrectly loaded reagent packs and advised to repeat any patient samples that may have been affected by the incorrectly loaded reagent packs. The customer stated the issue was resolved and patient samples were not impacted. There was no report of patient consequence or change in patient treatment associated with this event. The instrument was in operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting and did not question system performance. (B)(4).